Manufacturer narrative:
The device was received at zoll medical corporation and review of the device logs showed messages indicating failure to discharge. However, the device was put through extensive testing including bench handling, shock button testing, and defib cycle functional testing without duplicating the customer's report. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No accessories used were returned with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.